Event description:
Reportable based on product analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the very tortuous and angulated proximal left circumflex artery. A 16 x 3.50mm taxus liberté stent delivery system (sds) was advanced to the lesion; however, the sds was unable to cross lesion. No patient complications were reported and the patient' current condition is stable. Returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is combination product. Visual and microscopic examination of the returned device revealed stent damage. The struts on the first row on the proximal end of the stent were misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. A kink was noted on the hypotube 530mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error because lesions involving arterial segments with highly tortuous anatomy are contraindicated in the dfu. (B)(4).